Event description:
It was further reported that the patient was now doing well and receiving comfortable effective therapy. The patient had declined earlier visits, and was seen at her post-operative appointments (she lived 3 hours away). It was noted that the patient had not been given a prescription for post-operative pain medications. When she turned it on with the voltage elevated, she wasn't ready for it.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was implanted with a spinal cord stimulator (scs) the day prior to this report. After implant, the patient could only feel stimulation sensation when the stimulation was turned up to 9.0 volts. The patient was advised to turn it down so it was decreased to 5.0 volts. The morning of this report, the patient went to turn the stimulation on while she was standing and was jolted so hard that she went down to her knees and ended up on the floor. It was then tried to turn stimulation on while the patient was sitting with 3.0 volts but it still jolted her to the point she had no control so it was turned off. The patient programmer (pp) was used to decrease the stimulation to 0.0 volts before turning the device on. The device was then turned on and the patient started screaming and was getting jolted again. The patient had a post-operation visit scheduled for (B)(6) 2014. The device was going to remain off until the follow-up. It was thought that the device provided comfortable stimulation at a higher setting the day of the implant. The patient had not turned down the stimulation when she turned off the device following implant. This event will be updated if additional information is received following the follow-up appointment.